Manufacturer narrative:
The insulin pump had no down button response and alarmed for a button error due to a flattened down button dome switch. The functional testing could not be performed, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, due to the unresponsive button and button error alarm. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and a scratched case.

Event description:
It was reported by customer's mother that their insulin pump had alarmed button error and upon inquiring further, it was discovered that they had been hospitalized for low blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was around 258 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.